Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via the manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the stimloc screw would not engage into the bone and was blunt. No environmental/external/patient factors were reported that may have led to the issue. Diagnostics/troubleshooting involved using a back up stimloc screw to continue with the case. Interventions/actions reported included the back up screw being used successfully. The issue is reported to be resolved at the time of this report. Surgical intervention did not occur. The screw in question was inadvertently thrown away after the surgery was completed and will not be returned for analysis. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that there was no known cause of the issue.